Event description:
Vague report of the pt using the pump for pca therapy and after the pump had been set up it appeared to be fine. The nurse assisted the pt to the washroom, and upon returning to assist the pt from the washroom the syringe contents was noted to contain more drug than what had been in the syringe at the start of therapy. There was no adverse event or pt problem as a result of this event. The pump was removed from use for this pt.